Manufacturer narrative:
Conclusion: there appears to be a temporal relationship between the patients¿ hospitalization at some time in june (date unknown) and the liberty cycler as the patients¿ husband alleged that the patient was hospitalized for a week as a result of ¿the patient feeling too full after getting off the machine.¿ however additional information related to the details of the admission to and the course of the hospital is needed to determine any potential causality. Should additional information be made available this clinical investigation will be reevaluated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed. On 06/29/2017 during a customer service call from the husband of an end stage renal disease (esrd) patient it was reported that the patients current liberty cycler was so loud it was waking the patient up. Additional information from that call included that the liberty cycler was alarming with ¿drain complications during drains 0, 2 and 4 intermittently for a while.¿ the husband also stated ¿the patient has been feeling too full after getting off the cycler¿ and had just returned from a 1 week hospital stay as a result. Multiple unsuccessful attempts were made via phone and email in an effort to obtain additional information related to the hospitalization which was reported to be a result of ¿the patient feeling too full after getting off the machine.¿

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient had been hospitalized for one week and was discharged on (B)(6)2017. The patient contact stated the patient has been feeling too full after getting off the cycler, which was the reason the patient was in the hospital, and was not trained on performing manual exchanges. Additional information and medical records were requested.